Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. There were no complications and the patient's condition was good post procedure.